Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump was not working. The customer¿s blood glucose level was over 400 mg/dl and 415 mg/dl. Troubleshooting was declined. The insulin pump was not returned for analysis.